Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model z9002 +22.5 diopter) was removed and replaced in same surgical procedure because of lens not centering properly. There was vitrectomy performed. There was no incision enlargement and no sutures required. Reportedly lens from another manufacturer was used as the replacement lens for the patient. Patient was doing fine and was in stable condition. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .